Manufacturer narrative:
(B)(4). Reported event of stent positioning problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex ¿ duodenal stent was used in the duodenum during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was dilated prior to procedure. According to the complainant, the stent move from the target site right after deployment. The physician placed another wallflex¿ duodenal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.